Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the suction loss during the side cut resulted in incomplete flap and the surgeon used beaver blade to complete the procedure in the left eye of a patient, during surgery and the treatment was completed with no other issues.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty-eight successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about two minutes and twenty-two seconds before the start of the treatment and not immediately before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The logfile shows the total treatment duration was around one minutes and forty-five seconds. The treatment of the patient's left eye was finished successfully without any issue. The logfile does not show any vacuum problems during the treatment. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).